Manufacturer narrative:
Follow-up #1 date of submission 02/06/2015 - product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box found no issues or alarms related to a power issue. Two battery compartment cracks were observed. The returned battery cap threads were damaged. The cap was unable to properly secure to the pump and a power loss was experienced. A test cap was able to secure properly to the pump and the pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.